Manufacturer narrative:
A visual examination confirmed the reported event. One of the two tabs of the screw head has deformed; the screw head is splayed. Aside from the deformation, the head exhibits signs of discoloration on the internal head threads and scratches on the exterior of the screw head. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive forces leading to loss of mechanical integrity and ultimately implant deformation during usage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.